Event description:
Customer received result of 21 mg/dl and drank 3 glasses of milk based on this reading. She tested 191 mg/dl 5 minutes later. Both results were obtained on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.